Event description:
The customer reported that they had a sony display that went blank. The customer says that they had tried swapping out the cables and restarting the acuity system but it still had the same problem. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.